Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). The device history review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Visual and functional testing were performed. Visual inspection of the showed the top case was chipped and cracked. The bottom case was damaged. During occlusion testing, the issue was duplicated. The root cause of the issue was normal wear. Worm gear and worm coupling were worn out from normal use. Actions were taken to mitigate the issue: worm coupling and gear were replaced.